Event description:
The customer alleges that the turbine was delivering inaccurate volumes and required replacing. The biomedical engineer reports the testing was "bench testing" and no pt involvement.

Manufacturer narrative:
This follow-up MDR was identified as requiring submission during a two year retrospective review. Failure analysis: received vela turbine was received and installed to a functional vela. Powered unit on turbine hours read 21,885 hours, notice turbine is making a loud grinding sound. Setup per service manual delivered volume test. Reported problem high delivered volume was duplicated in rt-200 when set at 20lpm rt-200= 2.96 and unit reads 575ml, set at 60lpm rt-200= 2.80 and unit reads 539ml, set at 80lpm rt-200=2.80 and unit read 534ml note readings should be 2.5+-10% of reading in rt-200. Removed turbine and perform characterization pass, reinstalled turbine in unit and test delivered volume in rt-200 as follows when set at 20lpm rt-200= 2.5 set at 60lpm rt-200= 2.56 set at 80lpm rt-200= 2.6 pass. Turbine still exhibits loud grinding noise, removed turbine and disassemble to inspect interior components. Found bearing leaked grease out and has corrosion build up; problem was isolated to bad bearing.

Manufacturer narrative:
(B)(4). The biomedical engineer at the user facility claimed the turbine assembly was delivering inaccurate volumes and stated replacing the part resolved the problem. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty turbine assembly. As of 12/29/2014 the part has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow up medwatch report will be submitted.